Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not intermittently not perform its self-test, instead the device would prompt to there's a missing connection. This may be indicative of the device not detecting its therapy cable or standard paddles, which may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not intermittently not perform its self-test, instead the device would prompt to there's a missing connection. This may be indicative of the device not detecting its therapy cable or standard paddles, which may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customers device and the cause of the reported issue could not be determined. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.